Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced a reaction to her sensor adhesive tape. She reported that her skin was red and itchy at the sensor insertion site. She tried using tegaderm by cutting a whole in the middle and applying it to her skin before inserting her sensor, but she still experienced the skin reaction. Patient consulted her physician for medication to help the site heal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.